Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, brake, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities. The drive shaft was able to be rotated with no issues. So functional testing was performed by using a test rotawire and connecting the rotalink advancer to the rotablator control console system. The device was set-up per the IFU, and the advancer was able to reach optimum speed with no issues with the wire not moving when the brake was pushed. The device was then placed in dynaglide and there was still no issues or irregularities. Product analysis did not confirm the reported event, as there was no issues during functional testing; however, the brake is not designed to hold the guidewire firmly during dynaglide mode.

Event description:
It was reported that the wire slipped behind the burr and fell back. The target lesion area was located in severely calcified left anterior descending artery (lad). A 2.00mm rotalink plus and rotawire were selected for use. During dynaglide mode, rotaburr worked normally. However, the rotawire moved out of the lad lesion and it was noted that it was slipping behind the rotalink plus and fell back during engagement of the rotaburr to the lesion while on dynaglide mode. The procedure was completed with another of the same device. No complications reported.

Event description:
It was reported that the wire slipped behind the burr and fell back. The target lesion area was located in severely calcified left anterior descending artery (lad). A 2.00mm rotalink plus and rotawire were selected for use. During dynaglide mode, rotaburr worked normally. However, the rotawire moved out of the lad lesion and it was noted that it was slipping behind the rotalink plus and fell back during engagement of the rotaburr to the lesion while on dynaglide mode. The procedure was completed with another of the same device. No complications reported.